Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading and it is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced feeling "nausea, exhaustion, was responsive but did not react adequately," and was take to the hospital by the caregiver. The customer had contact with a healthcare professional (hcp) who obtained a laboratory result of 800 mg/dl, admitted the customer to the hospital, and provided an unspecified infusion with saline water and an unspecified (dose/type) insulin as treatment for the diagnosis of hyperglycemia. There were no additional details provided as customer did not troubleshoot further. There was no report of death or permanent injury associated with this event. A customer reported receiving erroneous glucose results from an abbott diabetes care (adc) device. The customer received sensor scan results of 100 mg/dl and 60 mg/dl compared to readings of 501 mg/dl and 300 mg/dl obtained on an hcp meter. When plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. It is unknown when these readings were obtained in relation to the reported medical event.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading and it is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced feeling "nausea, exhaustion, was responsive but did not react adequately," and was take to the hospital by the caregiver. The customer had contact with a healthcare professional (hcp) who obtained a laboratory result of 800 mg/dl, admitted the customer to the hospital, and provided an unspecified infusion with saline water and an unspecified (dose/type) insulin as treatment for the diagnosis of hyperglycemia. There were no additional details provided as customer did not troubleshoot further. There was no report of death or permanent injury associated with this event. A customer reported receiving erroneous glucose results from an abbott diabetes care (adc) device. The customer received sensor scan results of 100 mg/dl and 60 mg/dl compared to readings of 501 mg/dl and 300 mg/dl obtained on an hcp meter. When plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. It is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading and it is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced feeling "nausea, exhaustion, was responsive but did not react adequately," and was take to the hospital by the caregiver. The customer had contact with a healthcare professional (hcp) who obtained a laboratory result of 800 mg/dl, admitted the customer to the hospital, and provided an unspecified infusion with saline water and an unspecified (dose/type) insulin as treatment for the diagnosis of hyperglycemia. There were no additional details provided as customer did not troubleshoot further. There was no report of death or permanent injury associated with this event. A customer reported receiving erroneous glucose results from an abbott diabetes care (adc) device. The customer received sensor scan results of 100 mg/dl and 60 mg/dl compared to readings of 501 mg/dl and 300 mg/dl obtained on an hcp meter. When plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. It is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.